Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The investigation of the returned insulin infusion pump showed that the delivery accuracy, the alert system and the parameters for occlusion detection of the insulin pump meet the product specifications. However, several stop mode events were identified in the history of the pump where the pump was placed into stop mode during which time no insulin was delivered. The pump could have been placed into stop mode by intentional button presses by the customer or the button presses may have been unintentional even though doing so requires a specific sequence of button presses. The investigation determined that the key lock feature of the pump to prevent unintentional button presses is easier to disengage than intended.